Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device; the white plastic flag was missing. Finally, the jaws do not show structural anomalies. Based on the condition of the needle, it was not possible to disassemble. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Lot number on the device indicates this device more than 3 years old. The possible root cause for the issue reported can be attributed an improper maintenance in the gun would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to stuck issues. Also, for the needle stuck can be attributed to the white plastic flag fell off causing the retracting mechanism to be jammed with the needle inside. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in france that an expressew iii needle device was stuck inside the expressew iii autocapture + suture passer device while in use together. During in-house engineering evaluation, it was determined that the needle was found stuck into the shaft of the expressew iii autocapture + suture passer device; and that it was not possible to disassemble. There was no procedure nor patient involvement reported. No additional information was provided.